Event description:
As reported by an affiliate, during a carotid stenting procedure, a precise pro stent (9mm x30 mm) failed to cross the lesion. Therefore, physician removed the stent safely and deployed another cordis stent. The procedure was finished successfully. There was no patient injury. The device was prepped per IFU instructions. There were no anomalies noted prior to inserting the device in the patient. The patient had severe thrombosis at internal carotid artery (ica) lesion. Based on the product analysis, the device was recevied pre-deployed. Multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
Complaint conclusion: during a carotid stenting procedure, a precise pro stent failed to cross the lesion. Therefore, physician removed the stent safely and deployed another cordis stent and finished the procedure successfully. There was no reported patient injury. The device was prepped per IFU instructions. There were no anomalies noted prior to inserting the device in the patient. The patient had severe thrombosis at internal carotid artery (ica) lesion. Analysis of the returned device noted that the device was received pre-deployed. Multiple attempts to gather additional information have been made and have been unsuccessful. It is unknown when this pre-deployment occurred. One non-sterile precise pro rx ous was received coiled inside a plastic bag. The valve was observed open. Kink was observed at 2cm from the ID band. The unit was pre-deployed. No more anomalies were found. The outer diameter of the outer sheath was measured and it was found acceptable. Functional test (deployment process) was performed and the stent could be deployed, and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of ¿kink and pre-deployed¿ condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The "failure to cross" reported by the customer could not be confirmed since outer diameter was found within specification. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. With the amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.